Manufacturer narrative:
Additional narrative: product evaluation: one of the following was received: 11.0mm helical blade (part 456.304s / lot 7736719 / mfg location: (B)(4) / mfg. Date: 07/2014) the returned device is in good condition, with only slight damage that appears to have occurred during implantation. Damage is not relevant to the complaint condition, and there was no complaint alleged against the returned device." Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. There was no design or functional issue with the returned device. There was no reported or observed complaint against the returned device. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Lot expiry date: june 2023. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported a patient experienced open fractures both femur and tibia from a motorcycle accident on (B)(6) 2012. The patient was implanted with a left trochanteric fixation nail for a sub trochanteric fracture on the same date. The nail was too anterior and a little short, so there was too much bowing in the femur. The patient had soft tissue damage and suspected infection. The patient did not heal and therefore, the surgeon dynamized the nail a year later. The patient had still not healed so the surgeon scheduled a revision on (B)(6) 2014. During the revision surgery the femur was reamed with the blocking screw technique to change the path in the distal femur so he can correct the bowing. A larger size trochanteric fixation nail (12mm x 360mm) was implanted. There was no reported delay to the procedure and the patient was stable after the revision surgery. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history records was performed and revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.